Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). A clip was advanced into the anatomy, however, physicians were unable to pull the lock line during lock line removal.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). A clip was advanced into the anatomy, however, physicians were unable to pull the lock line during lock line removal. The clip was removed from the anatomy without issue and another clip was used in replacement. Two clips were implanted, reducing mr to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.